Event description:
Stents were loose on the balloon prior to the insertion attempt and came off in the catheter guide.

Manufacturer narrative:
Upon opening the return, it had been noted that the contents included one 5mmx38mmx120cm icast catheter and one 6mmx22mmx120cm icast catheter. The stents for both devices were included; however, they had been removed from the devices. Also included was a cook introducer shaft. Analysis of the stents revealed evidence of a completed crimp process; however, both the proximal and distal ends were slightly flared. The balloons exhibited crimp lines as well as fold lines but contained fluid throughout and had been partially inflated. Based on this information it can be surmised that the balloon had been partially inflated during the priming process or while tracking inside the guide catheter. This could explain the slight dilation of the proximal and distal ends of the stents as well as the thought that the stent was "loose on the balloon prior to insertion". Fluid was introduced into the balloon during the priming process causing the proximal and distal end of the balloon to dilate and dislodge the stent slightly. Prior to deployment, neither water nor saline should be evident in the balloon. Evidence of fluid indicates that the priming instructions may not have been followed. Simply displacing the stent while tracking within the guide catheter will not cause fluid to pool within the balloon. A lot review for both of these stents were reviewed and met all specifications with no anomalies.